Manufacturer narrative:
(B)(4). Corrected data: adverse event or product problem: update section to uncheck. Outcomes attributed to adverse event: update section to uncheck. Type of reportable event: not reportable. Patient codes. Additional information was requested and the following was obtained: what were the indications for surgery? Cancer. Did the patient receive any preoperative chemotherapy or radiation? We do not know. The surgeon does not know too. Were there any issues experienced with the device or staple form in the initial surgical procedure? None. What healthcare professional fired the device and what is his/her experience with the device? The assistant held the device, the doctor clicked the red button. But the assistant closed the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Next line after the middle line. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes more than 15 sec. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Sound from device and green checkmark. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 times 360°. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Thick and complete. Were there any issues noted with staple formation? If so, please describe the shape and location. No. Was a leak test performed? If so, what type and what was the result? Yes they did a leak test with air in the rectum and water in the bowel. No bubbles during the test. Was the staple line visualized transanally during the initial surgical procedure? Intact. How was the leak identified? Higher crp and leukocyte. Than resurgery. Were there any issues noted with staple formation at reoperation? If so, please describe the shape and location. No ¿ he said he didn¿t see the holes from eye he used the endoscopic team. How was the leak addressed in the reoperation? Lateral and dorsal 1x 5mm hole. What is the current status of the patient? He¿s okay he has to come for a resurgery for relocation of the stoma (ileostoma). Was the device saved? If so, will it be returned? No we don¿t have the device. After another conversation yesterday, the doctor told me he did not believe that our stapler was to blame for a leak. Upon review of the information provided that the surgeon did not believe that the stapler was to blame for the anastomotic leak, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 10/18/2019. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device or staple form in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized transanally during the initial surgical procedure? How was the leak identified? Were there any issues noted with staple formation at reoperation? If so, please describe the shape and location. How was the leak addressed in the reoperation? What is the current status of the patient? Was the device saved? If so, will it be returned?

Event description:
It was reported that during a colectomy procedure, cdh31p was used intraoperatively. The assistant doctor created the anastomosis with our circular stapler. Two days after the surgery the patient has to be audited (revision / resurgery). Reason was the anastomotic leakage in two places of the staple lines. Dorsal and lateral leaks of 5 mm were visible. They could be overseen. The patient is doing well in the circumstances.